Event description:
During a procedure that occurred on (B)(6) 2021, it was reported that the physician was unable to advance the stylet into the right ventricular (rv) lead. The rv lead was not used and a new rv lead was successfully implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of ¿the stylet suddenly could not be inserted¿ was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with dried blood/tissue. The lead was evaluated with the stylet and found restriction/obstruction at the middle region of the lead. Further analysis found the inner coil clogged with blood in this region. Analysis was normal. No anomalies were found.

Manufacturer narrative:
Corrections needed for b3; event date was not known, and d6a; rv lead was not implanted.